Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported, that the customer went to the emergency room and was subsequently hospitalized, due to a blood glucose level of 400 - 528 mg/dl, with high ketones, not identified as dangerous by healthcare provider. Reportedly, the customer bolused via the pump and was treated intravenously with fluids of saline and insulin. Customer was not released from the hospital at the time of reporting. During troubleshooting with tandem technical support, it was discovered, that the pump battery was depleting quickly resulting in the pump shutting off. A replacement pump was sent to resolve the issue.